Event description:
The recipient reportedly experienced a ruptured eardrum following an infection. The recipient is being treated with medication (type unknown.) Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section: b.1 & h.1. Additional information section: b.1, b.2 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The recipient's middle ear infection has healed. The recipient was reportedly prescribed antibiotics (type unknown). This is not believed to be related to surgery. The recipient was successfully activated and is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.